Event description:
During the endoscopic retrograde cholangiopancreatography (ercp)- sphincterotomy procedure, the cutwire of hydratome rx sphincterotome broke. The physician removed the device and another of the same device was used to complete the case with no complications. The pt condition was reported to be fine.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. The march 2008 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family.